Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced an infection at the ipg site and a cut lead extension. As a result, surgical intervention was undertaken wherein the ipg and lead extensions were explanted on (B)(6) 2025 to address the issue.

Manufacturer narrative:
Date of event is estimated.